Manufacturer narrative:
Conclusion: the issue was resolved for the customer by ordering the dartex cover kit and cell assembly kit for the customer. Customer stated that they would perform the repair.

Event description:
It was reported that the mattress cover was damaged and there was fluid intrusion on air bladder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress cover was damaged and there was fluid intrusion on air bladder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.